Event description:
It was reported that during a radiographic evaluation,metal debris and loosening was noted. The patient is not scheduled to be revised until (B) (6) 2009.

Manufacturer narrative:
Revision surgery is not scheduled until (B) (6) 2009. The investigation is in process.